Event description:
Large bicarts have cracks in them. When staff are setting up the machines, its causing water to spray all over and not allowing machines to get passed the bicart setup stage. Two more identified (B)(6) 2025 with same issue; per supply chain personnel, "we think it is a shipping issue-package being handled rough-but could it be the plastic housing that hold the bicarb-maybe. I have instructed the im to reach out to the company/companies involved and let them know the issue with that particular lot number. Ref report: mw5168535, mw5168536.